Manufacturer narrative:
Product inquiry stated the target device gamma3® 300x160mm to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. As the device had been in use for a very long time (manufactured in 2006) we pre-suppose that it had fulfilled its tasks in former surgeries as intended. Functional test revealed that the sleeve could be moved between 2 positions of the ccd angles. Thus, function was not given as intended any longer. Appearance and evidences of the breakage surface as well as the absence of plastic deformation indicate that the peg broke in a brittle manner due to overload. An internal test (reproduction of the breakage of the peg) revealed that the breakage could be reproduced in case the targeting sleeve (speedlock sleeve) was not inserted to its dead stop position and high torsion load was applied to the targeting sleeve respective speedlock sleeve causing the breakage of the peg at the connection area. In order to avoid above damage the design of the affected area has already been improved by ecn 6047/07. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is linked to improper handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damages and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the target arm for the gamma three system has a chipped plastic key missing from it and could cause targeter sleeve to rotate and I stay in the lock position depending on which neck angle used. No replacement device use. The issue was noticed by the surgeon during the case which took place on (B)(6) 2017. The locking teeth on the target device, would not allow sleeve to lock do to one of the ¿teeth missing¿. The surgeon then stated ¿he believes it is fine, I will just make sure the sleeve does not turn when inserting the lag screw cannula.¿ surgeon proceeded without any issues on implementing implants. He made sure the sleeve did not rotate and once cannula was inserted through sleeve, it kept the sleeve from rotating as well. The case went well and there were no issues. No broken pieces or debris located from target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the target arm for the gamma three system has a chipped plastic key missing from it and could cause targeter sleeve to rotate and I stay in the lock position depending on which neck angle used. No replacement device use. The issue was noticed by the surgeon during the case which took place on (B)(6) 2017. The locking teeth on the target device, would not allow sleeve to lock do to one of the ¿teeth missing¿. The surgeon then stated ¿he believes it is fine, I will just make sure the sleeve does not turn when inserting the lag screw cannula.¿ surgeon proceeded without any issues on implementing implants. He made sure the sleeve did not rotate and once cannula was inserted through sleeve, it kept the sleeve from rotating as well. The case went well and there were no issues. No broken pieces or debris located from target device.